Event description:
A lawsuit alleged that following implant, the patient began to experience unwanted shocks and losses of consciousness. Upon device check, patient was told by his doctor that the device was working properly and showed no evidence of discharge. The patient later heard a beeping alarm coming from the device, and the doctor told the patient it was malfunctioning. The device was explanted and replaced. The lawsuit further alleged that during lead extraction, the patient's tricuspid valve and papillary muscle were torn, causing blood to be regurgitated within the heart and pool in the right atrium. The lawsuit alleged that the physician "admitted to the patient that he 'jerked' the lead out, which he should not have done, causing the iatrogenic injury to the heart." It was further alleged that the lead was defective, and that the patient developed serious and permanent injuries, including severe and chronic pain, shortness of breath, and fatigue.

Manufacturer narrative:
The patient later underwent open heart surgery to repair the damage, and had a valve ring implanted. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.